Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 430mg/dl while wearing the pod on his abdomen for between 1 and 4 hours. She stated that he was playing football and believes that he got bumped into causing the cannula to bend, appeared as such after removal, and his blood glucose to go up. Treatment included a manual injection via pen.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. No leaks were observed. The data downloaded from the device did not show any signs of struggle during the run, which would be expected with a damaged cannula. Inspection of the device did not find any issues with the cannula assembly that would result in high blood glucose levels.